Event description:
On (B)(6) 2013 it was reported that the vns patient's device was explanted in (B)(6) 2007 due to an increase in seizures. It was later reported that the physician believed that the vns contributed to the patient's increase in seizures. In-house programming history was reviewed. The dates range from (B)(6) 2008 to (B)(6) 2009. The last diagnostics were on (B)(6) 2008, output current - ok/lead impedance - ok/dcdc code = 3/eri status - no. The last settings on (B)(6) 2009 were: output current - 0.5 ma/frequency - 20hz/pulse width - 250 microseconds/ on time - 30 seconds/off time 5 minutes. Per the available programming history, the patient was not explanted until after (B)(6) 2009. Good faith attempts are currently being performed to obtain further information. The patient kept the vns generator after explant, so it will not be returned to the manufacturer.

Event description:
Reporter indicated the patient¿s vns was removed in (B)(6) 2007 per the chart because the patient was having increased seizures and it was felt the vns was contributing to this, so it was removed. It was not known which surgeon removed the vns. Attempts to the original implanting surgeon were made but the surgeon¿s office has no record of the patient for the specified time period.